Event description:
Boston scientific received information that during a device replacement procedure, the chronic non-boston scientific right atrial (ra) lead was inserted into this pacemaker and produced pacing impedance measurements of less than 200 ohms. It was then observed that the terminal pin on the ra lead was 3.2mm, so an adapter was added. However, the lead impedance measurements were less than 200 ohms with the device and 400-500 ohms with the pacing system analyzer (psa). The lead was surgically abandoned. It was later noted that the ra pacing impedance with the explanted non-boston scientific device was typically lower, around 250 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The cause of the low ra pacing impedance measurements could not be determined. The device remains in service with the chronic non-boston scientific right ventricular (rv) lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.